Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "opened the outer packaging of the port needle to find the white safety device with a chipped wing, unused. Reused another needle with no problem." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken finger tab is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Powerloc infusion set was returned for evaluation. One 20 ga x 0.75 in. Powerloc infusion set was returned for evaluation. An initial visual observation revealed little use residues throughout the returned device. The safety mechanism of the infusion set was not advanced, and the white luer cap was returned attached to the luer. The needle cover was returned with the device. One of the clear finger tabs was missing from the device. The edges of the shield base, where the wing should have been located, were jagged and irregular. The irregular and jagged edges were indicative of a material fracture. A microscopic observation of the returned powerloc infusion set revealed a brittle failure with striations as if the clear wing of the safety had been snapped off. The irregular and jagged edges were indicative of a material fracture, and the root cause was observed to be supplier related. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "opened the outer packaging of the port needle to find the white safety device with a chipped wing, unused. Reused another needle with no problem." No other information was provided.